Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the instrument was being used with the relative kit to perform a turp. During the resection the surgeon noticed the insulated tip had sheared off the instrument and was floating free in the patient's bladder. The surgeon eventually manage to retrieve the broken part. The patient's procedure could not be carried out as planned; necessary blood loss and procedure took longer than planned. The surgeon suffered the stress of trying to extract the broken part safely without causing further trauma to the patient's bladder. The anaesthetist was concerned because the patient had been given a spinal anaesthetic and the time for its effectiveness was running out.